Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4): event 2. The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: event 2 "we have had a lot of 270ml elastomeric pumps failing when we fill them with 230ml of fluid. We expect them to complete in about 46 hours but we are seeing them complete in 24-36 hours.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4): event 2. The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: event 2 "we have had a lot of 270ml elastomeric pumps failing when we fill them with 230ml of fluid. We expect them to complete in about 46 hours but we are seeing them complete in 24-36 hours.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.